Event description:
It was reported that the patient experienced adhesive issues with infusion set, which fell off from the body because patient has been night sweats more frequently event on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.